Event description:
Patient presented to ER 3 days after implant with fever, redness, and swelling in her right breast. She was admitted to the hospital for IV antibiotics for 4 days. After discharge, the patient continued oral antibiotics. Patient symptoms have improved following treatment.